Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-53 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported the patient presented to the emergency room in full arrest where the patient expired. A device interrogation was completed and a technical review was requested by the physician. Technical service support review indicated the battery was in good working order and the sensing and impedances were within expected range. The auto capture thresholds were within the safety margin. It was noted that there was inability to verify capture, noise was observed, ventricular undersensing was observed and a lead integrity alert was triggered. The patient had eight ventricular fibrillation episodes and high voltage therapy was provided.